Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Shut down could only be duplicated when the fast stop was engaged which performed as designed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 shut down during a procedure. The system was reinitialized and then shut down again. The unit was replaced and there was not adverse patient involvement reported. There was no patient information reported.